Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed and was located in the highly tortuous and moderately calcified first diagonal branch. After pre-dilatation was performed, the 2.25 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled back, the stent then dislodged into the vessel. The stent was lifted up and was caught up with the calcification. Subsequently, the dislodged stent was retrieved with a non-bsc snare and it was confirmed that there were no remaining pieces inside the patient's body. The patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.25 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent dislodged from the delivery system inside the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis attached to a snare and without the stent delivery system (sds). A visual examination of the stent found the stent damaged with struts distorted, lifted from the stent profile and stretched. Struts on the first four rows at one edge show no damage. The stent was removed from the snare during analysis and the proximal side was straightened and disentangled to be able to identify the 4 connectors on the first two proximal segments of the stent. This would allow us to check for stent fracture or missing stent struts. All connectors were successfully identified which suggests that the stent did not break in two pieces. However a small fracture was noted but could be connected to the site where the break occurred. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed and was located in the highly tortuous and moderately calcified first diagonal branch. After pre-dilatation was performed, the 2.25 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled back, the stent then dislodged into the vessel. The stent was lifted up and was caught up with the calcification. Subsequently, the dislodged stent was retrieved with a non-bsc snare and it was confirmed that there were no remaining pieces inside the patient's body. The patient's status was fine.